Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the issue discovered intermittent connection at the drive transducer connector on the pneumatic interface pcb; the stm stated that touching or moving the connector would cause the transducer value to change. To fix this issue the stm replaced the drive transducer. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
A getinge service territory manager (stm) reported that after repairing and operating over the weekend at the repair depot, the cardiosave intra-aortic balloon pump (iabp) intermittently will not complete self-test with a constant system failure alarm. It was also reported that fault# 58 was logged in the list of recent faults. No issues regarding self-test failure were reported by the customer. There was no patient involvement and no adverse event was reported.